Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that the tip broke off. The target lesion was located in the left carotid artery. The ultrasound showed left carotid artery stenosis, and an 8f guiding catheter was used to super-select the lower side of the stenosis, and it was not obvious. A 190 cm filterwire ez embolic protection system was opened and prepared by releasing the filter back and forth in the physiological saline and clean the filter itself. When cleaning the device for the third time, the tip of the filterwire broke off. Then, another of the same type of filter was used to complete the procedure. No complications were reported, and the patient condition following procedure was stable.

Event description:
It was reported that the tip broke off. The target lesion was located in the left carotid artery. The ultrasound showed left carotid artery stenosis, and an 8f guiding catheter was used to super-select the lower side of the stenosis, and it was not obvious. A 190 cm filterwire ez embolic protection system was opened and prepared by releasing the filter back and forth in the physiological saline and clean the filter itself. When cleaning the device for the third time, the tip of the filterwire broke off. Then, another of the same type of filter was used to complete the procedure. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. Visual inspection of the wire inside the delivery sheath and the filter bag came back in undeployed state. It is possible to observed that the spring tip was bent, moreover the wire was exposed through the delivery sheath. Functional inspection of sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. Based on the evidence, the reported allegation of spring tip detachment of device or device component was not confirmed, since the reported issue was not found during the product inspection could have contributed to the reported issue.